Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke off the patient's arm. The following information was provided by the initial reporter: elderly male with history of coronary artery disease and peripheral vascular disease. Procedure: arteriogram. 20 gauge IV placed in the right antecubital and unable to access vein, needle removed. When the catheter was removed, a large piece, end, of catheter broke off in the patient's arm. Vascular surgeon took patient to or (operating room) to remove the foreign body. Entire piece of catheter retrieved, without further known harm to patient. Patient was discharged the same day.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 1943 was used based on age of patient. E.1 initial reporter phone #: (B)(6). E.4. The initial reporter also notified the FDA on 15-sep-202. Medwatch report # (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received five photos of an unsealed 20ga x 1.16in. Insyte autoguard bc unit from lot number 3129119. The reported issue of a break in the catheter was confirmed; however, the root cause could not be determined from the five photographs that were provided for investigation. The photos showed a 20ga insyte autoguard bc unit with the catheter tubing in two segments. The catheter exhibited evidence of use. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Material #: (B)(4) batch #: (B)(4). It was reported by customer that 20 gauge IV placed in the right antecubital and unable to access vein, needle removed. When the catheter was removed, a large piece, end, of catheter broke off in the patient's arm. Vascular surgeon took patient to or (operating room) to remove the foreign body. Entire piece of catheter retrieved, without further known harm to patient. Verbatim: rcc received complaint via email. Email(s) attached. Additional information: - how was the patient outcome after the surgery? Outcome was good, no additional issues reported. Patient was discharged the same day. - are there any clinical signs, health consequences or impact? None known at this time - since sample is not available, is there a photo that can be shared for the evaluation? Sample is available, shipping container and label already requested. Please see attached photos. So you understand- I do need to keep this product for 3 months since it caused severe harm, requiring another procedure for removal. At the end of that time, it will be sent to you.